Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
It was reported that the patient experienced a skin flap necrosis. Subsequently, the patient underwent skin revision surgery on (B)(6) 2017.